Event description:
(B)(4). I had the device implanted in (B)(6) 2015. In (B)(6) 2015 I started experiencing joint pains in my knees. (B)(6) 2016 I got diagnosed with bronchitis. (B)(6) 2016 I got diagnosed with an enlarged heart and high blood pressure; taking 4 pills a day. The dr told me not to work out any more; constant test echo grams, angiograms, change of diet. Fatigue, vision was blurry, dizziness, heart palpitations, tingling sensations in my arms and neck.